Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2017, product type catheter; other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, bupivacaine, and another unknown drug via an implantable pump for non-malignant pain. The dose rates and drug concentrations of all three pump medications were unknown. It was reported that the pump had not worked since 2018 because the wire (catheter) was twisted. The date (B)(6) 2018 is considered an approximate date of event (year known only). No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Update: the type of reportable event was updated from being a malfunction to now being a serious injury regarding additional information received 2019-feb-20. Refer also to MFR report # 3004209178-2019-04712 regarding revision of pump and catheter site in 2016, MFR report # 3004209178-2017-17413 regarding prior event regarding revision of pump site and catheter replacement in 2017, and MFR report 3007566237-2019-00457 regarding infection related to spinal cord stimulator placement. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The pump had not been functional for several months. Regarding diagnostic tests/troubleshooting performed to resolve the pump not having worked and twisted catheter, it was indicated that an open revision of the catheter and pump site occurred in 2016, a revision of the pump site and catheter replacement occurred in 2017, and a pump dye study in 2018. It was indicated that the hcp was not the original implanter, but the pump pocket was very large, and the pump was hypermobile within the pocket with twisting continually and the catheter wrapped around the pump. It was further noted that a dacron sock was added in 2016 and pump pocket attempted to be closed, but recurred. The patient was described as having been very overweight with a large protuberant abdomen. It was further noted that the patient had a spinal cord stimulator placed, which got infected, so no further procedure was to be done on the pump to revise until the infection cleared. The pump remained implanted but was planned to be either revised or explanted. The patient¿s weight was provided. Refer also to MFR report # 3004209178-2019-04712 regarding revision of pump and catheter site in 2016. Refer to MFR report # 3004209178-2017-17413 regarding prior event regarding revision of pump site and catheter replacement in 2017. Refer to MFR report 3007566237-2019-00457 regarding infection related to spinal cord stimulator placement.